Event description:
The patient reported that when the hcp was ¿filling the pump they missed the port and it all went inside me¿. The patient was ¿deathly ill for weeks and weeks¿. The pump was removed (B)(6) 2008. No interventions, drug or patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# j94150781, implanted: (B)(6) 1995, explanted: (B)(6) 2008, product type: catheter. (B)(4).